Manufacturer narrative:
Unique device identification (UDI)#: (B)(4). The valve was returned for evaluation: device history record - lot number 3926186, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve was dried. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the water flow of the hakim valve was poor during a l-p shunt procedure. The event happened during implantation, the valve was replaced with a new one. No patient consequences reported and the event led to 5 minutes surgical delay.